Manufacturer narrative:
It was reported a revision surgery was performed due to pain and instability. When opening the knee and performing further inspection, surgeon determined that patient had developed osteoporosis and the femoral bone collapsed as a result. The associated journey tibial base plate, journey oxonium femoral component and journey articular insert, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. A medical analysis noted that two x-ray pictures and one intraoperative picture were received which demonstrate that there is a posterior positioning of the femoral component but it is not known if this is the original location or rotation over time due to the reported femoral bone collapse but the later is likely based on the complaint report. As stated, the root cause was determined as patient osteoporosis and collapse of femoral bone. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported a revision surgery was performed due to pain and instability. At first it was thought that the peg was broken but when opening the knee and performing further inspection, surgeon determined that patient had developed osteoporosis and the femoral bone collapsed as a result. This caused the pain and instability. Prosthesis was removed and a legion revision was on hand to complete in 1 stage.